Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. The review of the lhr (lot f1522205) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported that the balloon lost pressure during pull back. The patient was noted to be fine. No further information is available.